Manufacturer narrative:
(B)(4).

Event description:
The spring guide wire was kinked.

Manufacturer narrative:
Qn# (B)(4). An arrow raulerson syringe (ars), introducer needle, and spring-wire guide (swg) were returned for evaluation. The swg was returned inside of the ars and introducer needle. When the swg was removed it was found to be kinked toward the distal end. No coil offset was identified. No issues were identified with the ars or introducer needle. The length and outer diameter of the swg were measured and were found to be within specification. The swg was kinked 469 mm, 490 mm, and 501 mm from the proximal end. The proximal end of the guidewire was advanced through the ars and introducer needle without issue. A lab inventory guidewire of the same size that is packaged in this kit was advanced through the ars and introducer needle without issue. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit provides information on inserting the swg using the ars. The IFU warns not to aspirate with the swg in place as this will cause air to be introduced into the ars. The reported issue of the swg kinking due to interaction with the ars was confirmed during the sample investigation. The returned swg was kinked toward the distal end. Dimensional and functional inspection of the returned swg and ars did not identify any issues. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring guide wire was kinked.